Event description:
Information received with return of the device does not address the patient's clinical status but notes inappro- priate measured data for the ventricular pulse amplitude and interrogation difficulty.